Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (isp) in oracle is identified as: actuator, other/defective ¿ housing split in half.

Event description:
The mast actuator has gone bad on this lift. It struggles to go up or down and a grinding sound can be heard coming from the motor.